Manufacturer narrative:
Date of event: (B)(6) 2019. Date of report: 08april2019. The manufacturer's field service engineer (fse) performed troubleshooting and confirmed the reported issue. The fse replaced the touchscreen and the issue was resolved.

Event description:
It was reported that the unit's touchscreen was unresponsive even after the customer performed calibration. There was no patient involvement.